Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2017. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual analysis of the lead indicated the lead was stretched. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, it was analyzed, and tested out of specification. A request for information was made and it was learned the patient is deceased. No other information is known.